Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open and bleeding sore under the front therapy pad and a red rash on her back. There was no alleged device malfunction contributing to the irritation. Patient reported that her physician advised her to remove the lifevest until her next appointment. The patient confirmed that the open sore and rash have improved.